Manufacturer narrative:
(B)(4): device not available.

Manufacturer narrative:
Correction: the correct patient identifier is (B)(6); not (B)(6) as previously reported. This report is filed (B)(4) 2013.

Event description:
Per the clinic, the patient experienced overheating of external processor resulting in discomfort. No serious injury has occurred.additional information has been requested but has not been made available as of the date of this report, (B)(6) 2012.